Event description:
It was reported the single use 3-lumen sphincterotome v exhibited the cutting was broken. The issue occurred during a therapeutic endoscopic sphincterotomy. There were no reports of patient harm.

Manufacturer narrative:
E1 to be continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): b6, b7, d4, h2, h3, h4, h6, h11 correction to b5: reported the single use 3-lumen sphincterotome v cutting was broken. Should have been single-use 2-lumen sphincterotome cutting wire was broken correction to e1 removed invalid email address correction to d7a changed yes to no correction to h8 changed unknown to initial use of device the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus was able to confirm the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. However, a definitive root cause could not be identified. Therefore, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.